Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm was not able to be reproduced due to a clean load point 2 alarm that would not clear. A review of event history log revealed several false upstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor out of range which is a known contributor to false upstream occlusion alarms. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.